Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the delivery volume accuracy test. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump properly communicated with minilink transmitter sensor and glucose sensor simulator. The low suspend feature functioned properly. The insulin pump was monitored for forty eight hours and no unexpected low suspend alarm noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported the customer was hospitalized with high blood glucose of 53.1 mmol/l. It was found the customer had severe brain damage. The caller reported the cause of the customer's hospitalization was due to a defective insulin pump. Troubleshooting did not find any damage to the customer's insulin pump. A no delivery alarm was also found in the customer's alarm history. The caller also reported the customer's cannula was slightly bent. No leaks were present on the insulin pump. Customer's insulin pump will be returned. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.